Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stated he has been unable to establish communication between his ipg and external devices since an unrelated surgery in (B)(6) 2016. Additional information revealed a company representative met with the patient but unable to resolve issue with troubleshooting. The next course of action is undetermined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.